Manufacturer narrative:
(B)(4). Device received lot number: 151601. Upon receipt the truled handle was visually inspected for any signs of abuse/misuse/damage. Upon removing the battery/led cartridge it was quickly noted that heavy corrosion existed on the led contact plate which is an indication of battery leakage/corrosion. The device was connected to a truled charging unit: the charging light was illuminating a flashing red led light. The IFU states, "a flashing red light indicates a faulty device". The complaint has been confirmed. Faulty mode due to heavy corrosion, most likely from the lithium battery. From the device lot number, it is determined the warranty period of 18 months has been significantly exceeded which constitutes the device being used beyond useful life. Root cause established. Device is exceeded its end of life. No corrective/preventative actions assigned.

Event description:
Customer complaint alleges "when you press down to test the light source, there is no light." No report of patient involvement.